Event description:
It was reported to medtronic minimed that the customer experienced low blood sugar. Customer changed the basal rates without consulting the doctor. The customer reported blood glucose value of 45 mg/dl. The customer reported hypoglycemia and was treated with carb intake. The event involved product(s) mmt-332a, mmt-874a, mmt-1884. Troubleshooting was performed. Customer was not using the auto mode or smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-874a. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 5 bolus deliveries on the event date of 02/04/2025 at 02:01:05.000 to 21:16:43.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and keypad overlay texture damage. Unable to verify customer's complaint for low bg's. No device problem was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.